Manufacturer narrative:
Investigation pending.

Event description:
Caller reported potential false negative hcg results on the sure-vue urine hcg, repeat testing resulted in a faint line. The pt was reported to be approx 11 week pregnant. The serum result was 197,000 miu/ml on the roche cobas analyzer. Lmp unk. Reason for visit: abdominal and flashback pain. Specify gravity = 1.029. Not first morning urine. Visual inspection of urine: clear/amorphous on day 2. No renal dysfunction. Cat scan abnormal. No shipping issue reported. Kits not damaged. Internal control line evident, background clear. External controls resulted as expected. Kits stored at room temperature. Technique: 3 drops urine, read time: 3-4mins, timer used. No migration, leakage or bubble issues on device when inoculated. There was no reported adverse pt sequela. There was no add'l info provided.